Manufacturer narrative:
Additional information : h3-device evaluation: lens returned in a micro-centrifuge vial. Visual inspection found haptic torn. Claim# : (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6 implantable collamer lens, -11.00/1.0/092 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem. The cause of the event is unknown.